Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the device was received in a used and damaged condition. The inner dilator was inserted into the outer sheath, but the two were not locked together as received. The dilator was removed for examination, and was noted to be tight and difficult to remove. This is most likely due to the bend in the shaft of the device. The inner dilator's hub was twisted with respect to the shaft and was attached to the shaft. There was a kink noted at the connection to the hub and also at 0.8 cm distal to the hub. The dilator retained the bend noted in the catheter shaft when it was removed. While the hub had not completely separated, it was very loosely attached to the dilator shaft. The snap that the customer reported may have been related to the weakening of the shaft at this location. When the dilator was removed for examination, we did not pull on the hub to avoid damaging the returned device, rather we pulled on the shaft to remove it. Upon removal, the looseness that was noted was due to the damage to the shaft at 0.8cm distal to the hub. The hub and shaft were securely attached. The outer sheath was also bent. There was a kink in the sheath noted at 0.3cm distal to the hub. Also there were crimp marks in the shaft at 2.3, 2.8 and 3.3 cm distal to the hub which may have resulted from an instrument used to remove the device. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on review of the complaint device and the noted bends, kinks and twists in the component parts, it is reasonable to conclude that the device was exposed to high forces during use. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported when the physician was advancing the micropuncture transitionless access set dilator over the wire, the dilator hub snapped and the top of the dilator was twisted. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported when the physician was advancing the micropuncture transitionless access set dilator over the wire, the dilator hub snapped and the top of the dilator was twisted. A section of the device did not remain inside the patient&#38112;body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.